Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro blade's seal came off. The seal was captured and nothing was left inside the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4)